Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received motor error alarm during bolus. It was reported that the customer was in the hospital, and was not wearing the pump. It was reported that the customer was on a pump break and was on syringes for long period of time. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.